Event description:
It was reported that a patient underwent a knee surgery on an unknown date. Subsequently, the patient was revised last year due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) concomitant medical products: unknown: unknown femoral component: unknown, unknown: unknown articular surface: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01160, 0001825034-2022-01161.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6 medical records were provided and reviewed by a health care professional. Review found loosening of the right tka. Further medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 183050 - vanguard cr por fem-rt 67.5 - 363630. 184764 - series a pat std 31 3 peg - 102270. 189040 - vngd ant stblzd brg 10x67 - 374820. 110034355 - refobacin bc r 1x40 us - 814bak0709. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10: 183050 - vanguard cr por fem-rt 67.5 - unknown, 189040 - vngd ant stblzd brg 10x67 - unknown, 184764 - series a pat std 31 3 peg - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent an initial right knee surgery and was revised approximately 2 years later due to loosening of the right total knee. There was no complications noted during the revision surgery. Attempts have been made and no further information has been provided.